Event description:
It was reported that, during a cori tka procedure, they could not load the bur into the cori handpiece after plugging into the console. They tried reseating the long attachment and the tracker multiple times without success ((B)(4)). So, they brought in a new handpiece and had the same issue (with the bur) and continued to have issues so they troubleshot by trying to run a drill diagnostic test and got a robotic drill critical error and were unable to proceed because the drill was not being recognized by the cori console; therefore, they exited the diagnostic test. They rebooted the cori and added multiple new cases in, so they could be ready to quit when drill disconnect error kept popping up. They did attempt to stay within the same case after quitting drill disconnect error but it continued to happen over and over. They started a new case and on the connection screen, the console would not recognize the handpiece and the back button and power button kept flashing. At that point they have been troubleshooting for 20 minutes ((B)(4)). They rebooted for the third time, entered a new case and it randomly started working. Therefore, the procedure was completed with a delay greater than 30 minutes using the same device. No other complications were reported.

Manufacturer narrative:
The ri robotic drill, rob10013, sn (B)(6) (us) used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with improper method of engaging drill attachment with the robotic drill. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.